Event description:
It was reported the atrial lead threshold had increased. It was noted the patient had been lifting weights recently. Isometrics were performed and no oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).